Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead exhibited high capture threshold and was unable to retract the helix. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Serial number, model number, manufacturing date, expiration date, UDI, and physical manufacturing site are unknown since the serial number was unknown.